Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having eye problem, allergy , nasal and throat infection also taking antibiotics. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed, one instances of: e-53 and one instance of: e-4. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR). Box b2 was corrected to other serious or important medical events. (Previously it was blank). Box h1 was changed from product problem to serious injury. Box h6- health effect - impact code was updated.